Event description:
It was reported that the patient was submitted an ams 700 penile prosthesis implant in (B)(6) 2017, the prosthesis worked very well until (B)(6) 2020, when it suddenly stopped inflating, the pump appears to be empty and an examination showed that the reservoir was also empty, it seems to have a leak of the serum but it is impossible to determine where.

Event description:
It was reported that the patient was submitted an ams 700 penile prosthesis implant in (B)(6) 2017, the prosthesis worked very well until (B)(6) 2020, when it suddenly stopped inflating, the pump appears to be empty and an examination showed that the reservoir was also empty, it seems to have a leak of the serum but it is impossible to determine where. Additional information received indicated the inflatable penile prosthesis was removed and replaced with an inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir.